Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs) which resolved the reported issue.

Event description:
It was reported that during extended self tests (est), the ventilator's upper display had a malfunction of the picture and color. The ventilator was not in patient use at the time of the event.